Manufacturer narrative:
The fields for the event date and date received by mfg (rfb) were entered incorrectly in the previous report. The event date and date received by mfg (rfb) had been added for a correction from the report that was sent in. The event date and date received by mfg was 02/26/2026. An additional device code was added to the device code field. The manufacturer received information alleging the system leak verification test step had failed during a two-year extended warranty service was being performed on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was having a two-year extended warranty service was being performed by the third-party service center when the reported issue had occurred on the device. During the evaluation it was noted that the device's fio2 housing had caused the system leak verification test step to fail on the device. In conclusion, the device's fio2 housing was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet filter, detachable battery, and internal battery were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.

Event description:
The manufacturer received information alleging the system leak verification test step had failed during a two-year extended warranty service was being performed on a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was having a two-year extended warranty service was being performed by the third-party service center when the reported issue had occurred on the device. During the evaluation it was noted that the device's fio2 housing had caused the system leak verification test step to fail on the device. In conclusion, the device's fio2 housing was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet filter, detachable battery, and internal battery were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.